Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used infusion set, and performed manual prime test using a new lab reservoir along with a insulin pump. Ran priming in pump at 55.0 units. Infusion set passed per inspection no occluded anomaly was observed during analysis. Infusion set found connected/locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The issue was resolved with a set change. The customer did not return the product back for analysis.